Event description:
Difficulty controlling bleeding [slurry] [haemorrhage]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via a sales rep, regarding a pt. The pt's medical history was not provided. On an unspecified date, a surgical procedure was performed (not otherwise specified) during which seprafilm was placed. It was reported that the physician used a seprafilm procedure pack off-label (in "slurry" form). On an unspecified date, the pt experienced difficulty controlling bleeding. The physician reported that this was a robotic case. The action taken with seprafilm treatment was not provided. The outcome for the event of "difficulty controlling bleeding" was not provided. Concomitant medications were not provided. The intensity for the event of "difficulty controlling bleeding" was not provided. The relationship between seprafilm and the event of "difficulty controlling bleeding" was not provided by the reporting physician. Please see (B)(4) for other cases from the same reporter.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.